Manufacturer narrative:
No medical records and no medical images were provided to the manufacturer. The lot number for the device was provided. The device history records are currently under review. The device has been returned for evaluation. The investigation of the reported event is currently underway. (Expiry date: 03/2021)

Event description:
It was reported that during a biopsy, the device allegedly self-activated. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one maxcore biopsy needle was returned for evaluation. The top slide self-activated during the drop test. An x-ray showed that the cannula tangs were not fully engaging with the device housing when the top slide was in the primed position. Upon disassembly, it was noted that the left side bumper was bent by the spring. Therefore, the investigation can be confirmed for self activation. The identified bent left bumper likely contributed to the reported and identified issues. However, the definitive root cause could not be determined based upon the available information, it is unknown if patient and/or procedural issues contributed to the reported issues. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. (Result 1, conclusion 1).

Event description:
It was reported that during a biopsy, the device allegedly self-activated. There was no reported patient injury.